Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance tubes, gel carryover caused probe occlusion on the cobas 6000, resulting in low or negative chemistry analytes. The issue affected 20 of the 500 samples. Roche attributed this to insufficient aspiration due to gel and has been replacing the probe weekly. The customer adjusted centrifugation time per IFU. No patient or user impact was reported.